Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture with measurements that have been variable and high. It was also noted that the right atrial (ra) lead measured high capture threshold. The both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).